Event description:
It was reported by the patient that the pump 'no disposable' alarm restarted after previous troubleshooting that resolved alarm. Medication was wasted with 65 ml remaining and a new cassette was attached to the pump. No patient injury was reported.

Manufacturer narrative:
Operator of device: patient/consumer. Initial reporter also sent report to FDA is unknown; no additional information has been received to date. No product has been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: no sample was returned. Visual and functional inspection could not be performed as no sample was returned. Results: as no sample was returned, we are unable to confirm the reported complaint. Root cause of the reported issue cannot be determined as no sample was received in which to investigate. If the product is subsequently returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.